Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 260 mg/dl. The customer was treated with insulin drip. The customer was admitted at (B)(6) hospital, (B)(6) 2014 and was released on (B)(6) 2014. The customer was wearing the insulin pump at the time of hospitalization. The customer was advised that we will sent out 2 boxes of infusion set and reservoir.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).